Event description:
Pt received a 3.0 diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent and a 3.0mm diameter x 9mm length endeavor sprint rx in the mid rca during index procedure. During procedure, balloon angioplasty was also performed to prox rca. The pt was discharged the next day in stable condition. However, it was reported that approximately 4 months post index procedure, the pt presented with symptoms. Angio confirmed isr of the endeavor sprint rx stents placed in the mid rca. Revascularization of target lesion was performed (balloon only. Investigator reported that the event was probably related to the study stent. Additional information received form the field reported that the pt experienced an mi approximately 16 months post deployment of the relevant stent. Investigator reported that the event was probably related to the study stent. No other clinical sequelae were reported. (Ref MFR # 9612164-2011-01272).

Manufacturer narrative:
(B)(4). Evaluation: results: (mi,tvr).

Event description:
Approximately 16 months post index procedure, the patient underwent a balloon only revascularization of the target vessel.